Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer reported that the noise was heard from the unit when the patient was exhaling. The unit kept operating. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was replaced. There was no delay in therapy. The service technician evaluated the unit and the reported issue was confirmed. The vibration dampening ring was repositioned then the issue was resolved. No other abnormality was confirmed.